Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ I was tired all the time"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/heavy menstrual period"), allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel"), abdominal distension ("pain constant severe bloating") and rash ("always get a rash when wearing jewelry that has nickel"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and inflammation ("inflamed feeling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension and abdominal pain lower had resolved, the weight increased was resolving and the allergy to metals, rash and inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, inflammation, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received: reporters details added. Event added as inflamed feeling, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: allergic to nickel, dysmenorrhea (cramping), pain , fatigue, weight gain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included reflex sympathetic dystrophy, vaginal delivery, anxiety and chest pain. Concurrent conditions included uterine bleeding. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ I was tired all the time"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy menstrual period"), allergy to metals ("allergic or hypersensitivity reaction type: allergic to nickel"), abdominal distension ("pain constant severe bloating") and dermatitis contact ("always get a rash when wearing jewelry that has nickel") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and feeling abnormal ("inflamed feeling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension and abdominal pain lower had resolved, the weight increased was resolving and the allergy to metals, dermatitis contact and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dermatitis contact, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient needs an additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : insertion date of essure updated. New event added - plaintiff did not underwent essure confirmation test. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.